Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: there were "fibrin clots in the samples. Sticky fibrin clots were observed from day 5 onwards in some but not all of the samples. The samples were stored at 4°c in an upwards position."

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: there were "fibrin clots in the samples. Sticky fibrin clots were observed from day 5 onwards in some but not all of the samples. The samples were stored at 4°c in an upwards position."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting or fibrin were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting and fibrin) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting and fibrin. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting and fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.